Manufacturer narrative:
The user facility report to the national authority is the only source of information. The local dräger s&s organization was not involved into repair or any follow-up measures. No further information is available. The reported "stop of delivering gas" can neither be confirmed nor denied. Even if being product-related, the root cause is not necessarily related to the ventilator itself - it may have been an obstruction of the pneumatic path outside the device by e.g. A kinked breathing circuit/clogged filter or a loss of electrical power or gas input due to infrastructure problems. The device was in operation for more than12 years now, status of preventive maintenance and repair is not known to dräger. Finally, the root cause for the reported observation cannot be determined due to lack of information. The ventilator was exchanged in a controlled maneuver. The device has reportedly posted an alarm and has thus responded to a deviation of unknown origin as designed. All alarms, potential root causes and dedicated remedies are listed in the instruction for use.

Event description:
It was reported that "the machine suddenly stopped delivering gas during operation and became unusable". Reportedly the affected device was replaced by a back-up device - no patient injury or serious impairment of patients health was indicated. The device has no UDI as an UDI was not required at the time the device was manufactured.